Event description:
It was reported that during the right atrial lead implant, it was unable to be positioned. Due to excessive force, the curve of the lead was closed. A new lead was used. The patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.